Event description:
It was reported that the pump touch screen was cracked and unreadable; cause was unknown. Customer's blood glucose was 115 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.